Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00303. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, symptomatic rectocele and rectocele with fecal incontinence. The patient experienced pain, erosion, infection, bleeding and dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures including a partial excision and revision on (B)(6) 2009 due to mesh erosion. No additional information was provided.